Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU) as the user facilities reprocessing steps were not provided. The event can be detected and prevented by handling the device in accordance with the following IFU: gif-h185 operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif-h185 reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition the connecting tube has a wrinkle, cable & plug unit has corrosion due to water leakage, air/water & suction cylinder has no color, and the plastic distal end cover has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
The customer reported to olympus, there were fixed dots and a blurred image on the flex video scope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found, the air-water tube and air-water cylinder had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.